Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that a patient had an issue with zonular dehiscence due to pseudoexfoliation during an intraocular lens (iol) implant procedure. Additional information was requested.

Event description:
Additional information was provided that the iol was exchanged for a different model iol 6 years following the initial procedure. The incision was enlarged and a suture was placed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the lens was returned adhered to a piece of stiff white material. Solution and a small dot of what appears to be dried blood is dried on the lens. Both haptics are bent toward the optic. There was no damage observed to the optic. The root cause for the complaint appears to be unrelated to the lens. The manufacturer internal reference number is: (B)(4).